Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had rust stains on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has rust stains. Based on the results of the investigation, and since the reportable malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.